Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report

Event description:
It was reported that there were difficulties with the ventilation of the patient during an anaesthesia. A bronchospasm was the diagnosis and a medical spray was given to the patient. After the patient moved to the ICU it was also difficult to ventilate. After exchanging the breathing filter, normal ventilation was possible. No serious injury was reported.

Manufacturer narrative:
The analysis was based on the requested filter safestar 55 ((B)(4)). An increased amount of glue was found at the filter material. Dräger received one further complaint were the issue could be confirmed and one with a similar failure description. In the last 3 years about (B)(4) units were sold. The risk was considered to be acceptable. Nonetheless the production regarding the glueing process was further improved at the manufacturer site. In the event of an increased resistance of the filter the main device will generate an appropriate alarm.

Event description:
Please see initial report.